Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filling port connection of a large volume folfusor was loose. When filling using a syringe with a luer lock connector, the filling connection could move slightly. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between april 3-4, 2024. H11: the device was received for evaluation. Visual inspection on the sample via the naked eye showed no signs of physical abnormality that could have caused the reported complaint. A functional test was performed by using a standard syringe to fill the bladder with dextrose solution. During fill, the filling connection slightly wiggled back and forth, but no evidence of filling difficulty was experienced. The device's bladder was easily filled to the maximum volume without difficulty. It is normal for the filling connection to slightly wiggle back and forth during fill; this condition is not a product defect, it is a design of the product. Based on the analysis result, the folfusor device was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.